Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2810 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed in this patient on (B)(6) 2021 for infusion of chemotherapy drugs. When conducting routine maintenance at outpatient today, the operator found that the catheter was occluded and therefore removed. During removal, the catheter was broken internally 2 cm from the insertion site. A portion of the catheter was retained in the body and then withdrawn in an interventional manner.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed. One assembled 4 fr groshong nxt catheter was returned for evaluation. A complete break was located between the 33 and 34 cm depth marker. The catheter extended up to approximately the 42 cm depth marker. Microscopic inspection of the fracture location revealed the plane to be flat; however, the surface texture appeared to be granular and rough. The outer edges appeared to be smooth which may suggest repeated kinking of the catheter prior to the break. The catheter wall thickness was measured and found to be within manufacturing specification. The event description indicates that the device was in use for over 6 months which suggest that a manufacturing related root cause is unlikely. Based on the characteristics of the break, likely contributing factors include repeated kinking of the catheter leading to material fatigue. Securement of the device and handling methods may also be contributing factors. Since a complete break in the catheter was found, the complaint is confirmed.

Event description:
It was reported that the catheter was placed in this patient on (B)(6) 2021 for infusion of chemotherapy drugs. When conducting routine maintenance at outpatient today, the operator found that the catheter was occluded and therefore removed. During removal, the catheter was broken internally 2 cm from the insertion site. A portion of the catheter was retained in the body and then withdrawn in an interventional manner.